Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
One drill bit tip broke in half, approximently 15mm broke off, during normal use. A second drill bit was used. While drilling the second hole the second drill bits flexible shaft twisted and wrapped up on itself.

Manufacturer narrative:
Examination of one of the returned instrument confirmed the flex drill fractured at the base of the flexible portion nearest the drill. The fracture is consistent with overload of the flexible shaft, with a load applied while advancing the drill with the flexible shaft bent in a manner that exceeds the ultimate strength of the wires comprising the flexible shaft. No evidence of material or manufacturing defects was observed. A complaint database search finds no other reported incidents against the provided product and lot combination. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.